Manufacturer narrative:
Device passed displacement test. Pump error 63 alarm during self test and confirmed in the device history due to broken trace on u1 keypad assembly. No unexpected pump error 17/18 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer stated that they were able to clear and able to rewind the insulin pump. Self-test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.